Manufacturer narrative:
The provided information confirmed the reported electrical issue with the atrial lead. The production record review revealed that the vega lead was released following all applicable procedures. Additional investigations are currently ongoing, a new follow-up will be performed as soon as the results are available.

Event description:
Reportedly, during the in-clinic follow-up performed on (B)(6) 2021, a sudden drop on the a lead impedance was observed (from 700ohms to 371 ohms). During the in-clinic follow-up performed on (B)(6) 2024, atrial impedance was <200 ohms and a sudden drop on the ventricular impedance was observed (from 639 ohms to 335 ohms).

Manufacturer narrative:
Summary of the investigation: the manufacturing process of these units were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the provided pictures of the in-clinic follow-up report revealed that since september 2021, an issue with the ventricular and atrial leads could be suspected (decrease and fluctuation of the ventricular and atrial sensing and impedance values). The origin of these electrical behaviours is unknown. Since no files from previous follow-ups were provided, neither the first occurrence nor a long-term overview can be determined. Based on the available data the issue could be located at lead(s) level but cannot be confirmed with certainty. A lead(s) insulation issue could not be excluded. A careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during the in-clinic follow-up performed on (B)(6) 2021, a sudden drop on the a lead impedance was observed (from 700ohms to 371 ohms). During the in-clinic follow-up performed on (B)(6) 2024, atrial impedance was <200 ohms and a sudden drop on the ventricular impedance was observed (from 639 ohms to 335 ohms).

Event description:
Reportedly, during the in clinic follow-up performed on (B)(6) 2021, a sudden drop on the a lead impedance was observed (from 700ohms to 371 ohms). During the in clinic follow-up performed on (B)(6) 2024, atrial impedance was <200 ohms and a sudden drop on the ventricular impedance was observed (from 639 ohms to 335 ohms).